Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 1000 mcg/ml at 50 mcg/day. The indications for use were intractable spasticity and post spinal cord injury. The patient experienced a return in spasticity. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A roller/dye study did not reveal any pump or catheter malfunction. The pump and pump connector/segment were replaced. The patient¿s status was ¿alive ¿ no injury.¿ the patient¿s other medications included oral baclofen. Upon return, it was noted that the pump contained ¿approximately 17ml normal saline.¿

Manufacturer narrative:
Analysis found that the pump had no anomalies. Analysis also found that the catheter had body damage to the transistion tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.